Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: manufacturing records were reviewed and no manufacturing anomalies were reported. Connector was confirmed visually to have fractured. Conclusion: the plausible root causes include: excessive tightening torque applied and previous damage to the clip during insertion.

Event description:
It was reported that the transverse connector was broken during final tightening and they were removed from the patient. The surgeon changed it with the new one and the surgery succeeded.

Event description:
It was reported that the transverse connector was broken during final tightening and they were removed from the patient. The surgeon changed it with the new one and the surgery succeeded.